Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, lot# va1hzin, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that during the deep brain stimulation (dbs) implantation surgery, it was found that the electrode resistance was too high. As a result a new electrode was placed to complete the operation. It is unknown what troubleshooting was done related to the event, or what the cause of the event was. No patient symptoms were alleged, and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it is unknown what symptoms the patient experienced as a result of the event. However, it was confirmed that the replacement lead resolve the high impedance issue. No further complications are anticipated.